Manufacturer narrative:
Sample was lithium heparin plasma with a gel barrier. Qc is performed every 8 hours and was within the customer's established ranges prior to and after the event. Service was offered but declined by the customer. The customer is not questioning instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a ckmb result of 73.9ng/ml which was above the normal reference range generated by the access 2 immunoassay system. The sample was tested on a different instrument and gave a result of 1.6ng/ml which is within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.